Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the atrial lead exhibited noise and episodes of atrial noise reversion were noted. Noise was reproducible on the atrial channel with isometrics. No intervention was performed. No further information was reported.